Event description:
A caller reported a malfunction on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The caller was assisted by technical support in resetting the pump, which resolved the malfunction issue, allowing the customer to continue using the pump. Technical support instructed the caller to call back if the malfunction code recurred, and the caller acknowledged and understood these instructions.